Manufacturer narrative:
The insulin pump act and esc buttons did not respond due to flattened button dome switches. The insulin pump had a cracked case at display window corners.

Event description:
The customer reported via phone call that she took the insulin pump out of the box and noticed the buttons were unresponsive. The customer mainly tried pressing the act button with a pen, a spoon and her nail; she even broke her nail trying to press down on the buttons. Blood glucose value was 83 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.